Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's wife that the customer was hospitalized due to high blood glucose. The customer's wife stated he was not able to give insulin the past two days. The customer was having problems with his blood glucose since yesterday and was vomiting. The customer's blood glucose at the time of event was 480mg/dl. Customer's current blood glucose was 312mg/dl. The customer had the following symptoms vomiting, hot, sweating and chills. Customer treated with insulin pump and was treated in the hospital with insulin drip. The troubleshooting passed. Advised to call back to perform high pressure test.